Event description:
It was reported that the patient had an incident with electrocautery that was near the implant and could possibly damage the paddle lead. The lead remains implanted.

Event description:
It was reported that the patient had an incident with electrocautery that was near the implant and could possibly damage the paddle lead. The lead remains implanted. Additional information was received that it has been confirmed that impedances were within normal range, and patient received adequate stim coverage during programming.

Manufacturer narrative:
The suspect medical device reported in this MDR form is not reportable and should not have been reported on a 3500a MDR form.